Manufacturer narrative:
The stent remains in the patient and the complainant indicated that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. A review of the manufacturing records for batch 8911393 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch number has no associated complaints to date.

Event description:
It was reported that during a pci procedure, a dissection occurred. The lesion was located in the proximal left anterior descending artery (lad). The physician direct stented the lesion with a liberte monorail stent and deployed the stent at 14 atms. Upon deflation of the liberte balloon and while retracting into the guide catheter (type unknown) a dissection was noted proximal to the implanted stent. Another stent (driver) was deployed to repair the dissection. The procedure was completed successfully with this device. Additional information regarding this procedure has been requested.